Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. With regard to the cause of the ins flipping, the patient said that four weeks after the replacement surgery, the patient stood up and felt it flip. The patient wasn't doing anything. She said that her surgeon put it in the old pouch. He had told the patient that he wouldn't do that again, because the same thing had happened he did last time. The patient called their doctor and he went in and made a pouch deeper in the patient's hip on (B)(6) 2020, which he was supposed to do to begin with. She reiterated that when her doctor did the surgery he was supposed to make a new pouch, because last time the same thing happened, and that she had to have another surgery to fix it. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the new ins that was implanted in february and it flipped again( like the old ins). No symptoms reported and no further complications noted or anticipated.